Manufacturer narrative:
Concomitant medical products: 6937a-58 lead, 5076-52 lead, and 5076-58 lead; implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace. The lead remains in use. No patient complications have been reported as a result of this event.